Event description:
Caller tested 1.8 inr on the coaguchek xs system while a comparison lab returned as 5. "Something" (inr). No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.